Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with an unspecified mentor saline breast prosthesis. The patient developed capsular contracture (grade iii-IV) in the left breast after implantation. Patient reported a possible bilateral replacement, but at the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 02/25/2018, mentor received the following additional information about the event. Capsular contracture in the left breast was diagnosed during a check-up examination. Patient will have explantation and replacement procedures performed. Replacements will be mentor saline breast prostheses. Patient required a day of hospitalization. It was reported that the patient developed capsular contracture (baker grade iii-IV) in the right breast as well. On 03/07/2018, it was reported to mentor that the date of explantation for the suspected medical devices will be (B)(6) 2018. Concomitant products: mentor saline breast prosthesis, catalog and lot numbers unknown. Manufacturer's reference number: (B)(4).